Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. Initial reporter occupation: deputy of materials management. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the obturator of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter was not removed at the conclusion of a central venous catheter placement procedure. The user did not remove the obturator in the #1 port as instructed. The area representative was consulted and advised that the obturator needed to be removed to use the central line. The patient did not experience any adverse effects due to this occurrence. Additional information regarding device details has been requested, but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h3 investigation ¿ evaluation on (B)(6) 2022, an issue was reported to cook with the catheter obturator from a cook spectrum central venous catheter sets and trays triple lumen- minocycline+rifampin impregnated tray (c-utlmy-901j-abrm-hc-fst-a-rd; lot unknown). The customer did not remove the stiffener in the #1 port. The customer asked the rep if the stiffener needed to be removed to use the central line, and the rep said yes. It was reported that this event did not adversely affect the patient. Reviews of the manufacturing instructions, instructions for use (IFU), and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The information provided upon review of the dmr does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ does not provide any information relating to this reported failure. Based on the information provided, no returned device, and the results of the investigation, cook has concluded failure to follow instructions as the cause of this event. The customer informed cook that the catheter obturator wasn¿t removed at the conclusion of the procedure. The catheter obturator has a label attached instructing its removal after catheter insertion. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.